Event description:
It was reported that the patient required a tavi (transcatheter aortic valve replacement) on (B)(6) 2018 due to severe aortic insufficiency. The procedure was complicated by an ischemic stroke of the left internal capsule which was confirmed by a computed tomography (CT) scan. The patient had dysarthria and dysphagia post stroke which improved significantly with rehabilitation. The patient had minimal deficits.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported aortic insufficiency, ischemic stroke, dysarthria, and dysphagia could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists stroke as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy, including international normalized ratio (inr) range, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.